Event description:
It was reported that the pump stopped all insulin delivery. The customer stated that they anticipate having high blood sugars. However, it was confirmed that the customer had alternate insulin therapy available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A f/u report will be submitted if the device is received.